Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set could not be primed. A syringe was required in order to successfully prime the set with albumin. This event occurred during priming in the infusion room. There was no patient involvement. No additional information is available.